Event description:
It was reported that noise was noted on the right atrial (ra) lead. Upon review, the noise was noted to be over-sensed leading to inappropriate mode switch episodes. The lead was capped on (B)(6) 2025 and replaced. The patient was stable.